Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. A hypotube break was identified 62cm distal to the distal end of the strain relief. Multiple kinks were identified along the length of the hypotube shaft. Shaft polymer extrusion. No kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the device entered into the patient, it was noted that the mid shaft broke in half. The device was completely pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the device entered into the patient, it was noted that the mid shaft broke in half. The device was completely pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.